Manufacturer narrative:
Date of event: estimated date based off the aware date as the exact event date was not reported. (B)(6).

Event description:
It was reported that there was severe resistance upon removal. A 1.50mm rotalink plus and rotawire were selected for use. During procedure, it was noted that severe resistance was felt with the rotawire when the burr was removed, thus both devices were simply pulled out together. A different device was then unpacked and completed the procedure. There were no patient complications reported.